Manufacturer narrative:
Pump was received with button error alarm and no down button response due to corroded keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. Pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 195 mg/dl. Troubleshooting was not performed. The device was returned for analysis.